Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a "replace sensor" message from the adc device. The customer was able to be contacted and further reported that they felt discomfort and received treatment of juice and food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that they received a "replace sensor" message from the adc device. The customer was able to be contacted and further reported that they felt discomfort and received treatment of juice and food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed and additional carbon print was observed. However, no bridging between contact points indicating that the observed carbon print does not have an impact on sensor functionality. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.